Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma_late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "minimal amount of fluid around the implants".

Event description:
Patient reported right side "ruptured right breast prothesis, causing severe pain, fever, and hospitalization", "presenting liquid collection adjacent to the breast prosthesis, which presents "apparent" solution of continuity of the contours of the prosthesis, in topography of the lateral lower quadrant","lateralization of the right implant seal, indicating rotation of the implant","sparse cysts in both breasts, measuring up to 0.6 cm", and "radial folds, compatible with folds, inside the implants and minimal amount of fluid around the implants." Device has been explanted.